Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead appeared to be bent right after it was removed from the box. The physician agreed to use the lead and it was placed in the rv. However, the helix was unable to be extended even after more than 20 turns of the fixation tool. The lead was repositioned, but still the helix could not be extended. The lead was removed and a new lead of the same model was implanted successfully. The attempted lead was tested outside of the patient's body and the helix still did not extend even after 40 turns. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead appeared to be bent right after it was removed from the box. The physician agreed to use the lead and it was placed in the rv. However, the helix was unable to be extended even after more than 20 turns of the fixation tool. The lead was repositioned, but still the helix could not be extended. The lead was removed and a new lead of the same model was implanted successfully. The attempted lead was tested outside of the patient's body and the helix still did not extend even after 40 turns. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.